Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes dated (B)(6) 2103 indicated that this vns interrogation showed high impedance. A chest x-ray was obtained, but there was no evidence of a discontinuity. Notes indicated that the vns appear to reduce seizure frequency by half but did not affect duration or severity. In (B)(6) 2013, the seizures started increase back to previous baseline, and seizures are not stopping with magnet swipes like they used to. There was reportedly high impedance in (B)(6) 2013 when the patient¿s device was interrogated. Surgery is likely but has not taken place.

Event description:
An implant card received on (B)(6) 2013 indicated that this vns patient underwent full revision on (B)(6) 2013. The explanted devices are not available for return per hospital policy.